Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, the g5 transmitter would not pair with the g5 application. Patient was advised to try another sensor with this transmitter. Patient later recontacted dexcom on (B)(6) 2016 and was advised to uninstall and re-install the g5 application and try another sensor, which was unsuccessful. No additional patient or event information is available.